Event description:
It was reported when using the tube apro gc 13x75 5.0 plblce pnk, the device experienced abnormal additive form. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: comments from the technician: "after centrifugation, no separation between plasma and red blood cells. Same result after a 2nd centrifugation". For the 3 tubes there was no sedimentation, no coagulation, no plasma separation after several tests.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube apro gc 13x75 5.0 plblce pnk, the device experienced abnormal additive form. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: comments from the technician: "after centrifugation, no separation between plasma and red blood cells. Same result after a 2nd centrifugation". For the 3 tubes there was no sedimentation, no coagulation, no plasma separation after several tests.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor plasma was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor plasma was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was not able to duplicate the customer¿s indicated failure modes, poor separation and poor plasma, because the defects were not evident in the testing of the retained lot samples. All retained and control lot samples gave clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor plasma based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.